Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient went to the hospital for medical condition, and had to wait for long, which led to an increase in blood glucose level, for which the patient had to be hospitalized on (B)(6) 2024, and treated with fluids intravenously. During the course of hospitalization the patient felt sick, and had been tested for ketones with level 2.2. The patient was released after being hospitalized for 2 days. No further information available.